Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot baseline) was investigated. As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, the belt failed the front end test. The cause of the inability to baseline and front end test failure is an intermittent wire. The root cause of the intermittent wire cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a baseline recording could not be obtained as the device was indicating that a signal could not be obtained from one of the electrodes.